Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient's left hip was revised due to wear of the polyethylene acetabular liner. During the procedure, the acetabular liner and femoral head were removed and replaced.